Manufacturer narrative:
Medtronic received additional information that 14 years 1 month post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm aortic bioprosthetic valve due to severe regurgitation, perforation and valve deterioration. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 1 month post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.